Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 instructions for use states under the warnings section to ¿note the ¿use by¿ date specified on the package. Inspect all product prior to use. Do not use if the package is open or damaged, or if product is damaged.¿ based on available information, the reported improper or incorrect procedure or use method (use after expiration) was associated with the use of an expired steerable guide catheter . There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a device used after expiration. It was reported that on a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with restricted posterior leaflet. Although advised against it, the physician decided to use a steerable guide catheter (sgc) that expired two days prior. Two clips were implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.